Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: hypotension. It was reported that same day post a right internal carotid artery stenting procedure the patient experienced low blood pressure, and was treated with dopamine and midodrine prolonging the hospitalization. The dopamine was discontinued one day post procedure and the patient was discharged home two days post procedure on midodrine. A follow up appointment 6 days post procedure reported the blood pressure 110/50 and it was decided to not restart the home medication of metoprolol. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Review of the device history record did not reveal any non-conformities, which could have contributed to the complaint. No device malfunction was reported. Based on the device instructions for use, hypotension is known potential adverse effect associated with the use of carotids stents. The reported hospitalization was in response to the patient symptoms.